Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, after stapling the tissue until the end, the jaws did not open and nothing would work. The surgeon used a manual adapter tool to release the reload from the tissue. The handle did not respond at all; even when it was placed back in the battery charger, the screen displayed highest force zone and did not turn off. When it was forced shut down by long pressing the green button, it restarted. There was no patient injury.

Manufacturer narrative:
Concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6) unknown egia su - unknown endo gia sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, after stapling the tissue until the end, the jaws did not open and nothing would work. The surgeon used a manual adapter tool to release the reload from the tissue. The handle became stiff; even when it was placed back in the battery charger, the screen displayed highest force zone and did not turn off. When it was forced shut down by long pressing the green button, it restarted. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.